Manufacturer narrative:
This initial report and final report is being submitted to FDA for a reportable event that occurred outside the USA. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product.(serial no.: (B)(6); model: 255) in addition, we didn't receive any other similar complaints on the same manufacturing lot from other hospitals. (B)(4). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. The exact root cause of the event was not determined. However, we believe this event was not caused by our product quality. CAPA-22-0009 has been initiated for "damaged haptic" complaints.

Event description:
Event occurred in japan. Damaged haptic after implantation. The doctor explanted the iol from the eye since he found the trailing haptic was separated just after implantation. Patient impact: device explantation.